Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large hem-o-lok clip applier instrument was not firing the clips and would not clamp down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument input disk / broken to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing, causing an audible sound when the instrument was shaken. The failure mode broken instrument input disks are typically attributed to misuse, caused by improper cleaning/reprocessing techniques. Under repeated or prolong chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additional observation not reported by site was that there were signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The failure mode corroded instrument bearings are typically attributed to mishandling/misuse. For example, this could by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have a frayed grip cable at the distal end, the failure mode frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.